Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pair new transmitter notification occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of a pair new transmitter notification was not confirmed via data. A root cause could not be determined.